Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was unable to complete the disinfection cycle. The issue was found during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, where the reported failure was confirmed. Additionally, the device evaluation identified a reportable malfunction: contamination-related nozzle blockage. The investigation confirmed the presence of foreign material in the device; however, the type of material and the root cause could not be identified. A definitive root cause could not be determined. A review of the device history record revealed no deviations that could have caused or contributed to the reported issue. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.